Event description:
A malfunction was reported with the code malf 15. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully followed the guidance, after which the malfunction did not recur. Customer was advised to continue using the pump and to report back if the issue resurfaced.